Event description:
The customer reported the device displayed an error code 242.4030. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 04/24/2015 to present date 01/11/2021, and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device displayed an error code 242.4030. There was no patient involvement.